Event description:
Opened 10 pack of sterile 4 x 4's during surgical procedure. Upon inspection discovered what appears to be an insect in the gauze product. Pulled out of o.r. Room for return to vendor for inspection.